Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in the customer losing consciousness; no bg value was provided. The customer initially suspected that the cause of the low bg was due to over bolusing and not treating the low bg in time; however, during a follow-up call on 5/24/2021, the customer clarified that the cause of the low bg was not known. The customer's wife administered a manual injection of insulin to initially address bg. The customer was admitted to the emergency room (ER) and was subsequently hospitalized and treated with intravenous saline, intravenous sugar, saline fluids, and sugar fluids. The customer was released from the hospital around (B)(6) 2021- (B)(6) 2021 with the issue resolved and no permanent damage. A system check was performed and no pump or supply issues were identified. Reportedly, the customer continued to use the pump for insulin therapy.